Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during procedure to treat am atrial fibrillation (a fib) presented a guidewire stuck. When attempting to deploy the catheter in the left superior pulmonary vein (lspv), the wire was unable to be extended or retracted within the catheter. Upon removal of wire outside on the patient table, the wire along with a new wire was unable to be wired through the catheter. To solve the issue the wire and the catheter were replaced. The device is expected to be returned.

Event description:
It was reported that a farawave 31 mm during procedure to treat am atrial fibrillation (a fib) presented a guidewire stuck. When attempting to deploy the catheter in the left superior pulmonary vein (lspv), the wire was unable to be extended or retracted within the catheter. Upon removal of wire outside on the patient table, the wire along with a new wire was unable to be wired through the catheter. To solve the issue the wire and the catheter were replaced. The device is expected to be returned.

Manufacturer narrative:
Upon device return and inspection, no damages were observed on the device. An attempt to insert the guidewire was made and it was unsuccessful since resistance was felt inside the guidewire lumen; therefore, the deployment of the catheter was not possible. The catheter was dissected to further inspect the guidewire lumen. Upon dissection it was noted that the guidewire lumen was heavily kinked at distal section of the inner hypotube. The unintended use error caused or contributed to event cause code was selected for the finding of a kinked guidewire lumen. It's likely that the kink in this location occurred when the user deployed/undeployed the catheter without a guidewire inserted.